Manufacturer narrative:
The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, display window and minor scratched display window.

Event description:
It was reported that the insulin pump was cracked and scratched. The customer's blood glucose was 94 mg/dl. The customer stated that the damage might have due to dropping or banging the device. The discontinuation of the device was advised. Nothing further was reported.